Event description:
It was reported that the customer had a keypad anomaly on the insulin pump. The customer's blood glucose level was 100 mg/dl. The customer stated that she has been skiing and the screen is freezing up and scrolls by itself. The troubleshooting was performed. The customer was advised that the customer insulin pump will need to be replaced. The patient was advised to discontinue use of the insulin pump and revert to a back up plan per healthcare provider instruction.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump was received with intermittent button response due to corroded keypad traces. The pump passed the rewind, basic occlusion, occlusion, prime, excessive no delivery, and displacement tests. The pump also had cracked battery tube threads and a cracked reservoir tube lip. No unexpected screen freezing or numbers ramping was noted during testing.